Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient stated being in pain. They have already taken meds and they're not working. Patient didn't feel well on the day of the call. No further patient complications have been reported as a result of this event. Additional information was received. Health care professional reported the cause of the reported symptoms was due to post-operative discomfort. The steps that were taken to resolve the issue included multiple phone conversations and appointments for post-op dressing care. The test lead exit site had a small amount of serous drainage and no inflammation was seen. As on (B)(6) 2017 the issue was reportedly resolved. It was reported that program 2 did not work as well as program 1 for the patient. Patient also reported some vaginal itching and that they had a yeast infection and were using nystatin on (B)(6) 2017. No further information reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Health care professional reported the yeast infection was not related to the patient's device. No further information reported.